Event description:
A customer contacted beckman coulter (bec) to report a leak of 5 to 10ml from the side of a coulter act diff analyzer during a startup cycle. The operator was wearing gloves at the time of the event. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the white blood cell (wbc) bath overflowing due to pinch valve 14 (lv14) not functioning. Lv14 is the wbc bath drain select valve and is used to control the flow of waste from the baths or the flow of shutdown diluent (cleaner) to the baths. Fse replaced lv14 which resolved the leak. Repair was verified per established procedures and results met published performance specfications. The cause of the leak is attributed to the malfunctioning valve lv14. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).